Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. In addition different issue was identified. The information will be used for tracking and trending purposes.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 500 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.